Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient received 9 units of packed red blood cells (prbcs). On (B)(6) 2018 the patient received 2 units of prbcs and the following infections were found with the following antibiotics were given: staphylococcus aureus in nares/peri-rectal; given vancomycin, cefepime, zosyn; candidia albicans, candida tropicalis, candida dubliniensis; in a bronchial alveolar lavage; given micafungin. On (B)(6) 2018 and again (B)(6) 2018 the patient received 1 unit of prbcs. On (B)(6) 2018 the patient received 2 units of prbcs. On (B)(6) 2018: fusobacterium nucleatum by an anaerobic blood culture; given vancomycin, cefepime, zosyn; klebsiella oxytoca by a protected & bronchial alveolar lavage; given meropenem. On (B)(6) 2018 the patient received 2 units of prbcs and escherichia coli was found by a respiratory culture; given vancomycin, cefepime, zosyn, fluconazole. The patient was given amikacin on (B)(6) 2018. On (B)(6) 2018 the patient received 3 units of prbcs. The patient was given rifaximin on (B)(6) 2018. On (B)(6) 2018 the patient received 2 units of prbcs. On (B)(6) 2018: klebsiella pneumoniae; in nares & peri-rectal. On (B)(6) 2018: candida tropicalis in a blood culture; given micafungin. Upon review of an echocardiogram (echo) on (B)(6) 2018, the physician indicated a thrombus attached to the lvad cannula located in the left ventricular apex. A secondary echo performed on (B)(6) 2018 did not indicate a thrombus. On (B)(6) 2018 the patient received 2 units of prbcs and 2 units of fresh frozen plasma (ffp). On (B)(6) 2018 the patient received 1 unit of ffp. On (B)(6) 2018 the patient received 1 unit of ffp. On (B)(6) 2018 the patient received 2 units of ffp. On (B)(6) 2018 the patient received 1 unit of ffp. The patient was given minocycline on (B)(6) 2018. On (B)(6) 2018 klebsiella pneumonia, e. Coli, and candida tropicalis were found in an abcess culture. On (B)(6) the patient received 4 units of prbcs.

Manufacturer narrative:
The device was returned and evaluated under MFR 2916596-2019-01073. A correlation between the findings of the evaluation of (B)(4) and the patient's dysphagia and expiration due to an intraparenchymal hemorrhage cannot be conclusively determined. (B)(4) was returned assembled with the pump cable intact. The modular cable was returned unattached from the inline connector. The sealed outflow graft and the sealed outflow graft bend relief were returned unattached from the pump cover outflow. The apical cuff was returned unattached. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the inflow cannula revealed a normal biological lining along the proximal opening. The deposition was strongly adhered and did not appear to occlude the blood pathway. Further examination of the remaining pump blood contacting surfaces revealed fixed post-mortem depositions of blood in the in the rotor well, on the rotor, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists bleeding, stroke, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.